Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract after use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: lot analysis: DHR review was performed on the lot number 7089508. The lot number was built on afa line 9, from april 5, 2017 thru april 8, 2017 review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Review disclosed that one unit with damaged grip (non-activation) was found during the pco sampling for which qn 200685783 was generated. No further reject activity findings throughout the build of this lot were disclosed that would impact the outcome of the quality of the product relevant to the defect stated in the pir. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used iag 18ga in opened package from the lot number 7089508. The unit consisted of the retracted needle/safety barrel assembly and the needle cover. Visual/microscopic examination: the needle was retracted fully into the safety barrel and the white button was depressed. The needle was repositioned to the out position; there was no mechanical/physical damage to the spring or needle hub or grip. There was no evidence of adhesive on the button, grip or hub. Functional test (needle retraction) was performed: performed the hub twist test then depressed the button. The retraction was successful, no delayed reaction was observed. Investigation samples(s) meet manufacturing specifications: yes, the returned unit provided for evaluation met and performed per the required manufacturing specifications. Conclusions: the defect needle retraction failure; as stated as the reported code was not confirmed with the returned unit. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned units. Root cause: relationship of device to the reported incident: indeterminate. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.